Event description:
Related manufacturing reference number: 2017865-2023-11946. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) channel of the implantable cardioverter defibrillator (ICD) exhibited noise that was oversensed by the device, loss of capture and loss of sensing. The physician decided to monitor since the electrical values went back to normal on their own. On 27 jan 2023, the patient presented to the emergency room after receiving inappropriate shock therapy due to the noise. The physician elected to revise the lead. During the procedure, the electrical issues were not reproduced by manipulating the lead. The physician then decided to explant and replace the ICD. The next day, after replacing the device, noise oversensing was still seen on the rv channel. The lead was then revised on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise, failure to capture, failure to sense and inappropriate shock were confirmed. Final analysis found a complete lead with stylet partially inserted was returned in one piece. A clavicular crush was found at the middle region of the lead damaging the optim sheath, ring electrode and inner coil lumens with one ring electrode cable and the ptfe liner of the inner coil also found to be damaged in this location. X-ray examination did not find any indication of conductor fractures in this region. The cause of the reported events was due to clavicular crush damage.

Event description:
New information received indicates the lead was explanted and replaced. The patient was in stable condition.